Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) generated an electrical test fails code #50. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit but found no issues. The fse reconnected all the connections of the motor control board and noted that the iabp unit was working normally. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) generated an electrical test fails code #50. There was no patient involved and no adverse event was reported.